Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afxabdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a type 3a endoleak was detected. The physician elected to treat the patient by implanting a suprarenal afx device on (B)(6) 2018. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type iiia endoleak of the aortic components. However, the device, user, procedure, or anatomy relatedness of this complaint could not be determined. Procedure-related harms for this complaint could not be confirmed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: device codes - remove 1068, 1354, 2907. Conclusion code - remove 11.